Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced poor performance with the device use. The patient also developed sinusitis that led to pain and swelling over the implant. The patient also experienced otitis media that leads to acute bacterial suppurative mastoiditis and implant infection. The patient was then hospitalized for a duration of 13 days on (B)(6) 2025 until(B)(6) 2025. On (B)(6) 2025, the patient was placed under general anaesthesia to explant the device. During the procedure, inflammation and purulence was present and antibiotics was administered. A dissection of significant granulation tissue present was also performed prior to wound closure.